Manufacturer narrative:
Evaluated two opened/used reservoirs, inspected reservoirs, snap-cap, and septum for anomalies; none were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump; performed pump manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 102 mg/dl at the time of incident. The customer was advised to assemble a new infusion set with the current reservoir. The customer stated that they were unable to push insulin through during plunger push. The customer was advised to assemble new reservoir with the current infusion set. The customer performed plunger push. The customer ran manual prime and the insulin pump did not alarm no delivery. Troubleshooting resolved the no delivery alarm after reservoir change. The reservoir will be returned for analysis.